Event description:
It was reported the implantable neurostimulator was implanted past the use by date. No patient symptom or issues were reported.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).